Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 20 instances of cartridge compartment failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 1 instances of cartridge compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 120 allegations of a malfunction, 82 pumps were returned to animas and investigated. Of the investigated pumps, 72 were found to be malfunctioning due to a damaged cartridge compartment. During investigation for unrelated complaints, there were 38 additional failures found.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 120 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-80 years of age and between 45 and 290 pounds. Of the reported patients, 65 were male and 55 were female.